Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient was injected with harmonyca¿ with lidocaine, juvéderm® volbella¿ with lidocaine, 1 ml of juvéderm voluma with lidocaine in the temporal pit, juvéderm® volux¿ and juvéderm® volift¿ with lidocaine in the lips. 24 days later, patient experienced late inflammatory reaction to the fillers. The symptoms of the location were the bilateral temporal fossa with increased swelling on the left side. Treatment was provided as clarithromycin 500 mg every 12 hours and prednisone 40 mg/day, the next treatment to be evaluated would be infiltration with 5f + triamcinolone. The symptoms have not been resolved. This record will represent juvéderm® volux¿.